Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the 11 broach would not accept any trial neck and appeared to be slightly bent.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that the 11 broaches would not accept any trial neck and appeared to be slightly bent. The product was returned to depuy synthes for evaluation. Visual inspection revealed the post slightly bent towards one side of the broach corail amt 11. Additionally, the overall device surface was found with worn patterns. Damage observed on the post can be consistent with a component failure that was caused by exposure to unintended forces like impacting the device before it was fully seated or by use of excessive force in a prying motion and overloading the material. Worn condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though the conditions in which the reported failure cannot be replicated and the mating device was not returned, a functional test was performed using a depuy synthes lab sample: std neck segment corail amt (5207640). Functional test revealed the post couldn't fully assemble into the neck trial due to the damage observed on the post. The overall complaint was confirmed as the observed condition of the broach corail amt 11 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code a1109 provided is not a valid finished goods lot number. H11 additional narrative: added: a1, a2 (age), a3a, a3b corrected: h3